Event description:
It was reported that stent damage occurred. Following predilatation with a non-boston scientific balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent failed to cross the lesion and it became frayed on one end when trying to pass the lesion. No patient complications were reported.